Event description:
Boston scientific was notified of an incident in which a physician was attempting to introduce a microvention coil into a tracker excel-14 2-tip microcatheter, however, the coil became jammed in the transition zone between the hub and the body of the microcatheter. The microcatheter and coils were returned to microvention for a technical analysis. It was reporting to a boston scientific sales representative that the treflon lining appeared to be shearing off from the transition zone of the microcatheter.